Event description:
Info received indicates that during ECMO support the first unit showed decreased oxygen transfer and was changed out with no pt complication. After approx three hours of use the replacement unit demonstrated reduced flow and was also changed out with no immediate pt consequence. The hcp reported the subsequent pt death was unrelated to the product change outs during the case.